Event description:
The customer reported that, the device would not power up on battery power.

Manufacturer narrative:
The factory has not yet receiveed the device for evaluation and this complaint is still under investigation.